Manufacturer narrative:
On (B)(6) 2015, the site reported to candela's qa department that the patient who submitted the initial report to tga will withdraw the report, since the matter has been solved.

Manufacturer narrative:
The laser identified in the incident report was for an erbium:yag laser, which is a laser that is currently not manufactured by candela. The candela qa department contacted the laser clinic's (B)(6) on (B)(4) 2015 to determine if the reported incident does involve a candela laser system. A response is still pending from the site. Investigation is currently on-going.

Event description:
A device incident report was submitted by a patient to the (B)(6). It was reported that the patient had received laser hair removal at the laser clinic's (B)(6). The operator at the site had offered to remove an age spot mark on the patient's face, which caused the treated area to be hypersensitive and burned. It was reported that the patient attended a dermatologist, who performed a biopsy on the patient's cheek, which resulted in having the patient's face stitched.